Event description:
Per the clinic, the patient experienced tremors with device use. Subsequently the patient was placed under sedation on (B)(6) 2017 to perform an integrity test to investigate the function of the device. Clinical management of the patient is ongoing. The implanted device remains.